Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during an open procedure for pancreas, an error regarding the blade was displayed and the device became not to be activated in the middle of the operation. It was unknown which error message was displayed. Also, the tissue pad was detached off outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The blade was returned as well in good physical condition and no damaged as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.